Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. D4: batch # 651d44. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload no loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 651d44, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the stapler ntlc75 did not staple. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Has the device crashed (no clamps installed and no cut line started)? We don't have that information. 2. Or did the device start implanting clamps and cutting, but could not be completed? We don't have that information. 3. Was any staple delivered to the fabric? We don't have that information. 4. What did the positioned cleats look like (b-shaped, deformed, goal post/legs stretched out)? We don't have that information. 5. Were there staples missing from the staple line (staples that were not present/visible anywhere in the staple row)? We don't have that information. 6. Did the device cut the fabric? We don't have that information. 7. If the device cut off, was the cutting line complete? We don't have that information. 8. Could you clarify whether there were consequences for the patient? There was none. 9. Could you please clarify if there have been any changes in the patient's post-operative care as a result of the event? There was none. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.